Manufacturer narrative:
(B)(4). The device was received in damaged condition with multiple kinks and shaped tip. It was verified by the MFR's rep that the physician had used a wire introducer to shape the tip. Whitish/yellowish debris was observed on the device tip and the soldered dome was missing from the tip due to corrosion. The pressure sensor was intact however some add'l debris was noticed inside and around the sensor housing. The pressure guide wire was tested for its functionality, the wire was successfully recognized and zeroed' however pd value was displayed in negative and it drifted continuously. The device failed signal test. A drifting signal can result in normalization issues during the procedure. The corroded tip soldered dome is not related to the reported complaint. This has no electrical functionality and does not affect signal. The tip dome is present to enhance smooth tracking and reduced resistance during the advancing of the wire. There was no report of wire handling difficulties. A corroded tip dome could contribute to decrease wire handling performance. The pt did not require any add'l interventions and no symptoms of vascular injury (myocardial infarction, ischemic ECG changes, vessel spasm) or adverse events occurred. In the event that all or part of the missing dome remained in a coronary artery, the pt would possibly have experienced the aforementioned vascular events. The initial report from the customer did not include any report of a missing or damaged tip dome. From the time the pressure guide wire was removed from the pt and returned to the MFR, it is unk as to how the exposure to extrinsic factors (elapsed time, body fluids, returned packaging technique) could have affected the overall condition of the wire. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The complaint database was reviewed and no other complaint regarding this same lot and this same problem was found. The observed corrosion on the distal tip dome is being investigated by the MFR. If add'l info becomes available at a later date, an updated report will be submitted.

Event description:
It was reported that during a diagnostic left heart catheterization on a pt with a 40% stenosis of the left anterior descending artery, the physician, had inserted the pressure guide wire through a guide catheter after using a wire introducer to make a "j" curve in the tip. The pressure guide wire was initially recognized by the sys, zeroed, but would not normalize. No troubleshooting of the first pressure guide wire was attempted by the physician. At this point, the physician chose to remove the pressure guide wire. Another pressure guide wire was used following the instructions for use to finish the case as planned without further incident or delay. The pressure guidewire was returned by the customer to the MFR. Upon examination, it was observed that the soldered distal tip dome was corroded.